Manufacturer narrative:
Customer complaint of loose or intermittent connection was confirmed. Customer complaint of no pacing was not confirmed. Device was returned with damaged septum and a different setscrew than the device was manufactured with, this is consistent with setscrew being exchanged in the field. The DHR records show correct setscrew part number was inserted prior to distribution. Electrical and mechanical analysis performed with a new setscrew, indicated normal device functionality.

Event description:
It was reported the asymptomatic patient presented for a in clinic follow up. Upon interrogation, it was observed the pacemaker was not pacing. Further inspection revealed the set screw was loose and could not be tightened. The device was explanted and replaced without issue. The patient was stable.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 18, 2022, not dec 21, 2020, as reported in follow-up report number 1.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation,